Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device had been disposed. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulmonary vein isolation to treat a paroxysmal atrial fibrillation, a farawave was selected for use. After going transeptal glycopyrrolate was given and inserted farawave catheter, farawave was position in left superior pulmonary vein (lspv) the first two pulses were given. Patient started coughing and moving on the table as well as becoming bradycardic. Physician requested more glycopyrrolate to be given for a total of 0.6mg. Crna was having issues pushing meds through peripheral IV but seemed to have fixed the issue and continued to yes to use site. Following pulses were given thus completing therapy in left superior pulmonary vein (lspv). Upon retracting the wire, physician felt resistance and noted the wire to be entrapped. It was performed maneuvers to dislodge wire to no avail. It was pulled catheter and wire free. Blood pressures were taken with no change, and no effusion was noted upon imaging. However, patient's heart rate began to elevate, and systolic blood pressure started to trend down. Anesthetist had issues pushing drugs into peripheral IV. Heart rate continues to rise into 120/130 and systolic blood pressure trends down but stabilizes in 90s. Still no effusion is noted, upon suctioning endo traqueal tube there is no blood noted. No change in imaging lungs or heart border under fluro. New IV is obtained. Complete blood count is drawn, and result is baseline. All devices are pulled to right atrium, and protamine is given to reverse heparin. Electrolytes were drawn and nothing was grossly abnormal. Discussion among providers is whether patient experience an allergic reaction versus insufficient sedation due to infiltrated IV and was under distress versus left superior pulmonary vein (lspv) perforation and bleeding into lung when wire was pulled back (md seemed to rule this out). It was discussed getting CT post procedure, but no further information has been given about that. Physician decided to abort case and bring back to finish at a later date. Te patient experienced an allergic reaction. It is expected to patient fully recover. The device is not expected to be returned since it was disposed. It was further reported that the original guidewire was used to complete the procedure. No tissue seen at the tip of catheter or guidewire. After it was pulled back with some force to dislodge from the tissue. Initially when it was observed that the wire appeared to be entrapped in the pv tissue but once it was free it moved as normal. The guidewire was never reloaded into the catheter. No pictures available. Heparin was given. Unknown if case was performed with anticoagulant as the IV was found to be infiltrated. Subtherapeutic act results but exact result is unknown. Imaging used was ice and fluro. The allergic reaction is not related to bsc device. Patient was back to baseline before they arrived in pacu; CT results post procedure were normal and patient was discharged the next day.